Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 500 mg/dl. Details that led to the event and add relevant information if applicable. The customer experienced symptoms such as chest pain and a hard time breathing. The customer was wearing the insulin pump during the hospitalization. Troubleshooting did not continue but caller believed that issue was due to bent cannula.